Event description:
A malfunction alarm identified as "malf 9" was reported by the customer. There was no adverse impact to the customer's blood glucose level. The technical support team provided instructions on resetting the pump, which successfully resolved the issue, allowing the customer to continue using the device without recurrence of the malfunction code. The customer was advised to contact support if the issue reappears.